Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction, urge incontinence. It was reported that the reason for the call was the patient said that their ins was not working and that they needed assistance on how to check if their therapy was on and adjust their stimulation. The patient stated that they didn't feel the vibration like they used to and confirmed that they were having a return of symptoms. The patient added that they were just with their urologist, and they did a scan before/after they emptied their bladder. The patient also mentioned that when their bladder was emptied on september 12, there was "60% still" in their bladder. The agent reviewed general therapy information and walked the patient through connecting to their ins. The patient was able to increase their stimulation but still didn't feel the stimulation at 4.2. The patient agreed to monitor their symptoms. They were redirected to their doctor if issue persists.

Manufacturer narrative:
B2: retention. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.